Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The customer did not report if there was pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) to the breath delivery unit (bdu) printed circuit board (pcb) cable. The unit passed extended self testing.